Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice machine. It was unknown if the patient was connected at the time of this event. During troubleshooting, no abnormalities were noted that could cause or contribute to this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.